Event description:
It was reported the patient experienced a facial palsy for two weeks following a (B)(6) 2013 eye operation where the ¿physician used in the eye diathermine with a low intensity and a small focus.¿ it was additionally reported that when the patient¿s implantable neurostimulator (ins) was on the patient ¿thought that she had a rigidity in the hand and in the foot.¿ it was stated the patient also thought she was ¿stupid¿ in her head. It was noted ¿this feeling she had also by shame-stimulation.¿ it was reported that when the ins was on the patient received ¿good effect¿ with her tremors and that she used the ins ¿very rarely.¿ it was stated the patient¿s complete ins system was explanted at the time of report and would be returned to the manufacturer. It was noted there was ¿no alleged product issue¿ and that the patient was alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received which reported that the ¿facial palsy¿ was transient. No neurologist saw the problem. There had been no further problems.